Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection of the device, all functional requirements were met. The sutures had been cut at the hole in the handle and there was a slight bend in the shaft, which may have increased friction while pulling the device away from the appendage.

Event description:
It was reported that during a concomitant procedure, the clip moved out with the deployment tool after complete cutting of the suture lines . The appendage was surgically removed and stitched. The case was delayed for ten minutes, patient was on heart lung machine, care was not affected.